Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h4, h6, h8, h11. Review of the provided videos identified no problem found with the packaging as it functioned as intended. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing, the sterile disposable bracelets cod. 60-7070-10x-00 do not seem to be closed hermetically, because squeezing the package allows air to come out. No damage to packaging was noted. There was no patient involvement or impact. Due diligence information complete.

Event description:
It was reported that during testing, the sterile disposable bracelets cod. 60-7070-10x.-00 do not seem to be closed hermetically, because squeezing the package allows air to come out. There was no patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: italy. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.